Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's daughter reported that their father had an "infected cable". The implantable pulse generator (ipg) remains in use and is scheduled to be replaced. No further patient complications have been reported as a result of this event.